Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4): initial notes: (B)(4) messaged (B)(6) about her concern with the xmtr battery depleting pretty faster and according to (B)(6) leading into sensor updating. Here is what (B)(4) wrote: *my transmitter does not hold enough charge to keep in contact with the pump for more than 5 or 5.5 days. It is 100% charged when I connect it. It drops to 80% by day 2. It drops to 60% by day 4. On day 5, I get alerts about recalibration, then replace sensor. I need a new transmitter* inquired what led up to the complaint. Customer response: called (B)(4), to have more details tried to explain to (B)(6) reasons that could lead to sensor updating, which are not related to the xmtr. But (B)(6) is not convinced. (B)(6) would like to have the xmtr replaced((B)(4)) change sensor/sensor updating/sg value not available/calibration not accepted t/s per (B)(4). System model number: 670g. Transmitter model: mmt-7811. Customer would not like to continue troubleshooting. Customer did receive a sensor updating/sg value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer's outcome pertaining to the complaint: we will ship xmtr once available. Return policy explained additional notes: adv (B)(4) about the xmtr back order and adv we will be happy to do so once we get product restocked by end of july. I also explained her that in case the same issue persist, we will have to explore other reason and we will no longer replace her xmtr. Adv (B)(6) to try a different area than her thighs to insert the sensor. Suggest the lower back near her love handle above the waist line ship: 1 x mmt-7810w4 , errata, retlab return: 1 x mmt-7810w4 (B)(4). Inquired what led up to the complaint. Customer response: (B)(6) called to say she is quite upset with medtronic as she called in july and was told she would get a xtrm ship. She called back in august and was not ship a xtrm. She wants to get with another company as she is very upset. Customer's outcome pertaining to the complaint: advise (B)(6) I will try my best to assist and see what can be done. Ship: 1x mmt-7810w4/return: 1x mmt-7810w1 (B)(4).

Manufacturer narrative:
Customer reports: transmitter battery depleting pretty faster and unexpected pump alarms. Unit received with moisture damage / corrosion at connector pins. Unable perform functional test or verify battery anomaly due to contamination at the connector pins. In conclusion, the customer complaint of transmitter charging/unexpected alarms anomaly could not be confirmed due to corrosion damage at the connector pins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the customer had issues with the transmitter charging as its charge less than expected and also getting recalibration error and change sensor issues and sensor updating alert. Troubleshooting was declined. No harm requiring medical intervention was reported. The customer will continue the use of the device and the pump was returned for analysis.